Event description:
A laser technician reported a decentered flap cut on the left eye of one pt. The flap side cut appeared to extend to the limbus. This was noted as the case was being prepared for the refractive treatment. The surgeon was unable to lift the flap and sent the pt home to heal. Successful flap cut and refractive procedure was completed on this pt's right eye.

Manufacturer narrative:
The field service engineer reviewed the system logfile and noted that during flap creation, there was a leak on vacuum 1 and 2 during the side cut. A root cause has not been identified. (B)(4).